Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 16:38:13 on (B)(6) 2022. From approximately 00:51:42 to 01:10:29 on (B)(6) 2022, the patient was in bradycardia @ 40 bpm with electrode lead fall off. The rhythm then degrades to asystole with CPR/motion artifact/electrode lead fall off. The rhythm then transitions to sinus rhythm @ 70 bp with bigeminy, and CPR/motion artifact/electrode lead fall off. At 01:11:03, an arrhythmia was detected. ECG shows vt @ 150 bpm degrading to vf with CPR/electrode lead fall off. Detection stopped at 01:11:41. The device properly detected vt/vf. Heart rate at or below the threshold for treatment, CPR/motion artifact, and electrode lead fall off prevented the lifevest from treating the patient during this time. From approximately 01:11:17 to 01:20:44, vf was seen. CPR/motion artifact and electrode lead fall off prevented the lifevest from treating the patient during these two times. At 01:28:22, asystole was detected. ECG shows idioventricular rhythm @ 40 bpm degrading to asystole. The device was shut down at 02:11:13 on (B)(6) 2022. Per holter monitor the patient was in vf with CPR/motion artifact/electrode lead fall off. The rhythm then transitions to an idioventricular rhythm from 80-40 bpm with motion artifact/electrode lead fall off. The rhythm then degrades to asystole with motion artifact/electrode lead fall off. The patient passed away on (B)(6) 2022.